Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced a broken sensor wire. He reported that he did not have any issues during sensor session and that the sensor did not fail. He reported a "bee-sting-like" welt at the insertion site, however, and believed that it may be the result of a retained wire underneath his skin. Pt did not look at the wire upon removal and was unsure if it looked broken or shorter than normal. Pt reported no pain at the insertion site, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.